Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4). According to the complainant, on (B)(6) 2004 the patient was diagnosed with chronic pancreatitis. On (B)(6) 2010, liver function tests were recorded, and baseline biliary obstructive symptoms assessed; however, no symptoms were noted. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure and the stricture had been previously dilated with one plastic stent. The previously placed plastic stent was removed prior to study stent placement. A sphincterotomy was not performed during the study stent placement procedure. The 10 mm x 60 mm stent was deployed in satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2010, post study stent placement procedure, the patient experienced right upper quadrant pain. The patient was treated medically. The relationship between the event and the study stent placement was reported to be "possible", per the investigator. The investigator's reported device causality assessment was reported to be "probable". On (B)(6) 2010, the event was considered resolved without residual effects.

Manufacturer narrative:
Study: (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.